Manufacturer narrative:
The device was returned to olympus for evaluation. Based on the results of the investigation, olympus confirmed white foreign material was observed within the air/water cylinder and tube, identified as silicone-based residue/deposits, which may be associated with the use of silicone-containing products such as simethicone or silicone/oil-based lubricants that can remain within the channel even following reprocessing performed in accordance with the IFU; however, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation related to a separate issue. During the device analysis, the field service engineer identified that the device exhibited foreign objects within the air/water tube and cylinder. There was no patient involvement.